Event description:
Coil detached before current applied. The coil was deployed and left in the pt. The pusher section was returned for eval. The returned section was found to be within specifications and did not show any signs of breakage. The returned pusher appeared normal for a coil detachment with electrolysis.